Event description:
It was reported that during test the drill overheated quickly. No case involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. Visual inspection could not be performed without destructive testing - this is an off-the-shelf part and it was returned to the OEM for evaluation. A functional evaluation was performed, a drill test was run with the returned drill. It did not exceed 75000 rpm and started smoking and became too hot to touch after a couple seconds of the test. There was also an abnormal noise. The noise and subsequent smoking of the drill is consistent with a broken motor shaft driver in the drill. From previous reports we know that this is caused by excessive cutting forces, especially over time. Therefore, the root cause was established to be expected wear / tear. No containment or corrective actions are recommended at this time.